Event description:
Philips received a complaint on the heartstart mrx indicating that the display needs replacement. There was reportedly no patient involvement. A philips field service engineer (fse) evaluated the device onsite and it was determined that this was a malfunction of the display. The display was replaced to resolve the issue and the device was returned to full functionality. The device remains at the customer's site. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.